Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿controller is becoming quite hot at night¿ could not be confirmed through this investigation. Additional information communicated on (B)(6) 2021 indicated that ventilation/removing the device from under blankets resolved the event. The information indicated no equipment was exchanged. The device is not expected to be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ in section 2 ¿how your pump works¿, cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller was becoming quite hot at night. It was recommended to keep the controller well-ventilated and not under blankets at night. The patient planned to remove the controller from under blankets and report back to the ventricular assist device coordinator if hot temperature persisted.